Manufacturer narrative:
This is a report of a use error where the patient stated that they did not tightly connect the heater bag to the heater line of the homechoice cassette which led to a disconnection. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the heater line of the homechoice cassette and the heater bag that led to this alarm. The patient stated that they did not tightly connect the solution bag. The technical service representative (tsr) reviewed proper procedure with the patient. The tsr also assisted the patient with clearing the alarm and ending therapy. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.